Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the ascending colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was stuck. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy from the catheter. Block h11: the device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.